Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found the plastic distal end cover exit channel and connecting tube having foreign material. However, the customer returned the device without adequately reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the gastrointestinal videoscope could not be washed and an e085 error code was presented. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, the plastic distal end cover exit channel and connecting tube was found to have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5 the evaluation also found that the grip, switch box, scope connector cover unit, scope connector case unit, plug unit, and objective lens had a scratch, and the coatings of the universal cord and connecting tube was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.